Event description:
The customer states that one patient sample generated an initial false positive architect total b-hcg assay result of 44 miu/ml that was reported from the lab. A new sample was taken from this patient and generated an architect total b-hcg assay result of <5.0 miu/ml (negative). The initial sample was then centrifuged and retested and generated a result of <5.0 miu/ml. The sample was then tested with an alternate methodology and generated a negative result. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.